Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
It was reported to vyaire medical that the revel ventilator has a power issue. The issue occurred during patient-use and the customer cannot determine if there was patient harm associated with the reported event. The patient was removed to the ventilator and manually ventilated with an bag valve mask. The patient's oxygen saturations did drop below the targeted limit for a short period of time while being under ventilated by the revel ventilator. The flight crew corrected the oxygen saturations by ventilating the patient manually with an bag valve mask.